Manufacturer narrative:
Trilliant surgical attempted to obtain the omitted information (items 1-12 below) as part of internal complaint handling activities. Patient date of birth and weight not reported. Date of event is unknown. The event is considered to be when it was noticed that the screw was obstructing another surgical area for a different procedure. Catalog # and serial # not utilized by trilliant surgical. Expiration date not applicable (n/a) to non-sterile trilliant surgical products. Model #, lot #, and unique identifier (UDI) # could not be confirmed. *see note below. Implanted date was not reported. Reprocessor name and address n/a to this report. Concomitant medical products and therapy dates not reported. N/a to this report. Device manufacture date could not be confirmed. *see note below. No files attached to this report. *note: because screw length and diameter are unknown, brand name features 'xx' in place of the length and diameter measurements. Due to this unknown screw length and diameter, lot # and unique identifier (UDI) # and device manufacture date could not be confirmed and device history record (DHR) review could not be conducted. Investigation: evaluation of similar complaints the complaints log was reviewed to identify any similar events involving a gridlock non-locking screw breaking between (B)(6) 2019 and (B)(6) 2020. One (1) similar complaint was identified and the root cause was user error. DHR review: because the gridlock non-locking screw was discarded at the case, the length is unknown. There are many options of sizing for the gridlock non-locking screw. Thus, potential lot numbers could not be narrowed down and DHR review was not conducted for the gridlock non-locking screw. The 2.4/3.0/4.0mm gridlock driver bit was not returned to corporate. Potential lot numbers were identified for the 2.4/3.0/4.0mm gridlock driver bit; however, the amount of potential lot numbers cannot be narrowed down to a reasonable, significant amount. Thus, DHR review would not provide any assistance in evaluating the root cause of the screw breaking. Thus, DHR review will not be conducted for the 2.4/3.0/4.0mm gridlock driver bit. Review of surgical technique: gridlock plating system instructions for use, 900-01-006 revision n, corresponds to the event. Limited information was provided for the surgical technique / conformance to the IFU, so it is unknown if the physician / user was described to have followed the IFU. Visual & dimensional inspection: parts were not returned so no visual or dimensional inspection was conducted. Simulated use testing: simulated use testing was conducted utilizing similar parts to simulate event. A trilliant surgical quality engineer utilized similar parts in order to attempt to recreate the reported event of the screw head attaching to the driver. As the size was unknown, a 2.4mm and 4.0mm diameter screw were used. To simulate a worst-case scenario, pre-drilling was not completed. A 2.4/3.0/4.0mm gridlock driver was used to insert and remove the screws. The screws were successfully inserted. The 2.4mm x 34mm gridlock non-locking screw was able to be successfully removed and the 4.0mm x 34mm gridlock non-locking screw was able to be successfully removed. The event was unable to be recreated. Investigation conclusion: the removal occurred due to the surgeon believing that the screw was obstructing another surgical area for a different procedure. Thus, the root cause of the removal is surgeon preference. There was limited information provided regarding the removal of the screw as the sales representative was not present at the case. During simulated use testing, the reported event was unable to be recreated. There was only one similar complaint, ccr 20-02-011, which resulted from user error of likely running the gridlock non-locking screws into other hardware. As x-rays are not available, it cannot be confirmed if there was nearby hardware that may have caused the breakage in this complaint. There is potential that bone growth occurred surrounding the screw threads, causing it to fixate within the bone and separate from the screw head (which is not fixed in the plate, allowing it to be easily removed). However, the implantation date is unknown, and it cannot be determined if the time frame since implantation would have been enough for bone growth to occur. Thus, the root cause of the screw breaking remains unknown.

Event description:
On (B)(6) 2020, doctor 1 sent in an image to trilliant surgical's senior vice president of sales of a broken gridlock (gl) screw head attached to a gridlock driver. A trilliant surgical sales support specialist followed up with doctor 1's trilliant surgical sales representative to obtain further information regarding the complaint. The sales representative was not present at the case, but followed up with doctor 1. The sales representative stated that the plate removal surgery was performed on (B)(6) 2020. It is to be noted the plate was being removed because doctor 1 thought it was obstructing another surgical area for a different procedure. The removal was performed on a (B)(6)-year-old female patient with hard bone at facility 1. Doctor 1 stated to the sales representative that he believes the reason the screw broke upon removal was due to the density of the bone. Upon backing out the gl screw (diameter and length is unknown) from one of the plate holes, the screw head detached from the rest of the screw. Doctor 1 was able to remove the rest of the screw manually and was able to complete the removal in full. The broken screw was not retained by the surgical tech after the case was complete and cannot be returned to corporate for review.